Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours on the leg. For treatment, the patient gave a correction bolus.

Manufacturer narrative:
The download data shows that the device ran for 583 pulses without generating a hazard alarm. No timeouts or drive stalls were observed that would generate an alarm. The device was rerun with a different pdm. The rerun download data shows the device was able to function normally and deliver a 5 unit bolus without generating a hazard alarm. No other damages or deficiencies were observed that would contribute to the reported event. The exact cause of the reported event could not be determined. The soft cannula measured out of specification at 1.319 inches. A tear was observed on the exposed portion of the soft cannula, causing fluid to leak. When this damage occurred could not be determined. The exact cause of this damage could not be determined. It could not conclusively be determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.